Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient was still having leakage previously reported, particularly in the morning. The patient also stated she had increased stimulation from 7 to 8, which felt like ants crawling, so she lowered back to 7. The patient also mentioned feeling "scatter-brained" since the implant. The patient stated she went to a doctor and did not have alzheimer's. The patient stated her next appointment was the last week of this month. The patient reported uncomfortable stimulation, resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient had "a dribble" the past two nights. The patient would like to turn up stimulation, but indicated her implantable neurostimulator was off. The patient was not feeling stimulation while therapy was off. It was reviewed the patient needed the therapy to be on for it to be effective. The therapy was turned on and the situation resolved. It was unknown how long the therapy had been off, but it is noted the therapy could have been off for the past two days. The patient was to watch to turn on stimulation and watch her symptoms and increase if needed. This was considered a sudden change in therapy/symptoms. The issue began (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.